Manufacturer narrative:
Zimvie complaint (B)(4). Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information-, expiration date, UDI d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date updated h10: additional narrative a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. DHR review was completed for the subject lot number 1266441. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1266441 for similar events and no other complaint was identified. Review completed utilizing keywords: infection summary investigation.

Event description:
No further event information is available at the time of this report.

Event description:
It is reported the implant at tooth site #ll6 was removed due to infection and mobility caused by inflammation. Pt has bad oral hygiene and an inflamed gingival at the time of the event. Symptoms as a result of the event: inflammation. Ingestion.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown.